Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, it did not pipette sample/diluent in well positions b12, c12 and d12 and did not give an error message. A field service engineer was dispatched and was not able to verify concern. The fse replaced plunger clamps in position 12 along with tip clamp, sleeve and compression spring. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04583-09.